Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) was dispatched to evaluate this unit and replaced pcb color vedio receiver (0670-00-0736). Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The full name of the event site in block e1 was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that during check, before use, the display signal in the cs100 intra-aortic balloon pump (iabp) was abnormal. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g2 (add distributor), g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: d1, e1, e2, e3, h4, h6 (component codes). The repair was performed by a distributor. It is stated that during the repair, the unit was turned on and the unit was confirmed to be normal. It was later confirmed by the distributor that sometimes screen noise was occurring, making it difficult to see the screen clearly, so, in order to fix the issue, the pcb color vedio receiver was replaced. Then, it was confirmed that the screen was displaying normally. All functional and safety checks were performed to meet factory specifications and the unit returned to the customer and cleared for clinical use.

Event description:
N/a.